Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.